Event description:
It was reported that pump displayed malfunction code 12 with fault ID 0x2071, and no notable events occurred before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions for resetting pump, successfully reset it, and malfunction did not recur; customer was advised to continue using pump and to call back if any malfunction code appeared again, and acknowledged understanding of these instructions.